Event description:
To whom it may concern: I am writing a complaint in regards to the non-surgical cosmetic treatment velasmooth for treating cellulite. I received 22 sessions of velasmooth treatment for a period of 5 months. There were no changes in the reduction of my cellulite in my buttock and thigh area. These treatments are costing me and they refuse to refund my money. The big problem here is that in order for me to pay for the treatment, I had to use a payment plan. I was not seeing any changes during the interim of my treatments and I complaned to the regional manager and the manager and they advised me to continue my treatmens and now both managers are telling me that the pictures show results and I see different.